Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that significant bleeding was encountered at the axillary site leading to the development of a hematoma. The bleeding occurred when the graft was being sewn on for the planned implant. Manual pressure and a sandbag were applied to manage the condition and packed red blood cells were transfused. Support continued uninterrupted following the intervention.

Manufacturer narrative:
The investigation of access site bleeding has been completed. Reported having issues getting good control with vessel loops and sewing on the graft. Hematoma following procedure managed with manual pressure and sandbag to site. Impella cp pump was returned and no damages or abnormalities were observed. The root cause of the access site bleeding issue was not determined due to insufficient clinical information.